Manufacturer narrative:
Insulin pump unable to prime during prime test and motor error alarm during basic occlusion test due to protruded loose drive support disk. No motor error alarm noted, motor passed the motor test. Insulin pump received with minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube clip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during bolus delivery. Through troubleshooting customer was able to clear the alarm and complete the rewind sequence. Customer stated the insulin pump was not exposed to a high magnetic field. Customer's blood glucose reading at the time of the call was 450 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.